Event description:
It was reported patient experienced minimal benefit and unable to set the system to MRI mode. Diagnostics showed one high impedance on one lead. As a result, the system was explanted. It is unknown which lead had the high impedance.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000099892. Date of event is estimated. A patient unable to set implanted system to MRI mode was reported to abbott. It was determined one of the patient's leads read one high impedance. The patient's system was explanted. The device was not returned for analysis; however, a diagnostics report was received and confirms a single contact with high impedance. Based on the information received, the cause of the high impedances could not be conclusively determined.